Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference : (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). Customer wanted to know the difference between the engagement nut and the split nut. I explain to the customer that it's the same thing. This code is just letting you know that the error happened when the split nut is engaging meaning had the unit was running and the split nut error out and was giving you this error.